Event description:
While performing a left knee arthroscopy, the tip of the serfas energy 90-regular ablator broke off in the patient's knee. Dr was able to retrieve the broken piece under fluoroscopy guidance. Both the piece and the disposable instrument were saved and are available in the risk management office.